Event description:
Removal of endosseous dental implants. Implants were placed on 6-30-97 in site #'s 29 and 30 (class ii bone) in which bone augmentation was performed using freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure may be due to the pt's inadequate home care and her tendency to smoke under stress. The implants were removed on 8-5-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the sientific literature.